Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/25/2014 with the following findings: testing was unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2013. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. The current black box and alarm history shows only typical usage; alarms related to the complaint were observed. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. Pump passed a delivery accuracy test successfully and was found to be delivering accurately and within the required specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating he experienced a blood glucose (bg) value in the 40 to 80mg/dl range with slight headache. The patient reportedly treated his low bg with oral carbohydrates and his bg elevated to 300 mg/dl 2 hours later following a combo bolus. The patient stated that he has been making some pump adjustments on his own without assistance. There was no delivery issues noted with the pump when the patient was delivering boluses. The patient is not implicating the pump as the contributor of his low bg and denied troubleshooting the pump. It was noted that the patient has other health issues unrelated to diabetes and has had changes in his medication. This complaint is being reported due to the patient experiencing a hypoglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient was adjusting the pump's setting without getting assistance from the heath care provider (hcp). Additionally, the patient was taking medication for other health issues unrelated to diabetes.